Event description:
The customer contacted lunette telling that they ended up with pelvic pain so bad the customer had to visit the ER a few days into their period. After several hours, the physicians concluded that the menstrual cup suctioned so hard it attached to the inside of the vagina and pinched the ureter, causing the kidney to back up with urine. The physician advised the customer to discontinue any use of this menstrual cup. This was the first time the customer used the cup and used size 2 because of the heavy flow. The customer had been suffering from abdominal pain for 24 before heading to ER. They noticed that the pain relieved after removing the cup but continued using it.